Manufacturer narrative:
The lot number for the device was not provided, a manufacturing review was not performed. The sample was not returned to the manufacturer for evaluation. Medical records were received and reviewed. The investigation was confirmed for failure to expand. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model ec500j eclipse filter allegedly reported filter failed to expand. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient was (B)(6) years old; however, the sex and weight were unknown.